Event description:
During attendance at the laboratory to perform a repair on the instrument, a leica field service engineer (fse) sustained a 1.5cm laceration to the little finger of his left hand while removing the reagent cabinet cover. The fse reported that the reagent cabinet cover remained stuck even after cleaning all the wax preventing removal of the component, so he pulled it harder. As a consequence of the additional force, the reagent cabinet cover came out suddenly and the little finger of his left hand contacted, and was cut by, some of the surrounding metal chassis of the instrument. The fse attended the emergency medicine department (ed) of a local hospital for review of the laceration. On examination it, was determined that the wound was superficial; did not involve any structures and was suitable for suturing in the ed. Five nylon sutures were inserted; prophylactic antibiotics were prescribed and the individual was advised to keep the wound clean and dry. Investigation of circumstances involved in this incident by leica biosystems is in progress.